Event description:
It was reported that at the user facility, the drill was running without user activation. Upon follow-up it was reported that the event took place during a surgical procedure and that the procedure was completed successfully with a backup device.

Manufacturer narrative:
The alleged failure of the device running without user activation could not be duplicated during the device evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventative maintenance, and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.

Event description:
It was reported that at the user facility, the drill was running without user activation. Upon follow-up it was reported that the event took place during a surgical procedure and that the procedure was completed successfully with a backup device.

Manufacturer narrative:
A (B)(4) u2 drill perforator chuck, serial number (B)(4), was reported to have been used with the drill when it was reported that the drill was running without user activation.

Event description:
It was reported that at the user facility, the drill was running without user activation. Attempts are being made to obtain additional information from the user facility.